Event description:
A user facility filed a complaint stating that a disposable ambulatory infusion system under-delivered drug (5-fu) during a chemotherapy treatment. The delivery rate is controlled by a flow-restricted administration set. The system was required to deliver 104ml in 5 days and only delivered 44ml in 3 days, when it was discovered that the infusion stopped. There is no report of pt injury.